Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator and the electrode array on (B)(6) 2013, subsequently resulting in the decision to explant the device on (B)(6) 2014.

Manufacturer narrative:
This report is filed july 29, 2014.

Manufacturer narrative:
(B)(4).